Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that it wasn't helping with her right side and she was wanting to take it out if it didn't help. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they can feel the stimulation, but it is not taking away the pain, which is affecting their whole leg. The patient stated that they lost use of their right leg, and was hospitalized from (B)(6). They mentioned that they thought it may be a stroke, but found bulging discs. The patient¿s family doctor prescribed neurontin, muscle relaxer, and lidocaine patches, and a heating pad. The patient noted that the pain medications are not helping. They had an appointment with a different healthcare provider on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after the patient's revision in 2017 only one side was working. The patient also had an open wound that would not heal and got a bad infection and the patient almost died. No further information was reported.